Manufacturer narrative:
(B)(4). Failed battery test alarmed with multiple test batteries including the battery simulator during pump boot up. Unable to perform the displacement test, sleep current test, active current test and self test due to failed battery test alarm. Failed battery test isolated to the electronic assembly. Charge or battery lasts less than expected unknown. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert with battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis